Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that a patient was having surgery on monday and were wanting to turn their device off. They stated they hadn't used the device in a long time and didn't know what to do. They reported getting poor communication when attempting to connect with their urinary stimulation implantable pulse generator (ipg) using a programmer, both with and without the use of an antenna. The issue persisted even after repositioning the antenna and programmer on the implant. Troubleshooting steps, including reviewing general use of the programmer and implant longevity considerations, were performed but did not resolve the issue. The patient noted this starting over the weekend. The patient was redirected to their healthcare provider for further evaluation and was provided with contact information for additional support.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.